Event description:
The customer received a questionable total bilirubin result for one sample from an infant patient. The initial result from a sample placed in a microcup and put on top of a tube was 1.1 mg/dl. This result was reported outside the laboratory. The sample was repeated on (B)(6) 2015 and the result was 14.0 mg/dl. The repeat result was believed to be correct and reported. There was no adverse event. The total bilirubin reagent lot number was 60343901 with an expiration date of 03/31/2016. The field service representative could not find a cause and was unable to reproduce the issue. He checked the sample probe, cuvette rinse, and fluidic functions. The customer ran a precision check with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general instrument or reagent issue could be excluded.